Event description:
It was reported via facility medwatch mw5085918 that the patient was experiencing excruciating pain following an implant procedure. The pain started from the incision site which progressed to the neck down to the patient's foot. The patient was given multiple pain injections.